Event description:
Procedure: lower anterior resection. According to the report: after firing, the anvil was stuck on anastomosis part and could not be removed. Add'l resection of tissue was done for removing the device. Add'l manual suturing was done. There was no bleeding, and no tissue damage reported. However, the case was delayed more than 30 minutes.

Manufacturer narrative:
Date initial report sent: 09/25/2009.